Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device ws returned to the biomedical department with a note that stated, "pump does not respond when patient pendant is pressed." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2010. The device passed testing by delivering a dose when the patient pendant was pressed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).